Event description:
On 3/27/2023, it was reported by a distributor via sems that (3) ar-8925ss syndesmosis tightrope xp would not lock after being tensioned down. This was discovered during an ankle procedure on (B)(6) 2023. The case was completed using a product from another manufacturer. Additional information received on 3/28/2023: each time the tightrope xp failed; the sutures were removed from inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.